Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Thump was utilized and downloaded trace/history files properly. Pump received with no cosmetic damage during the visual inspection. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130, 43 or 53 alarm during testing. In further analysis in the pump history found: pump error 53 alarm (file number: 32107, line number: 2817) on 12/07/2023 at 09:17:40.000 multiple pump error 130 alarm on 12/07/2023 from 09:01:02.000 until 09:22:31.000 multiple pump error 43 alarm on 12/07/2023 from 09:01:38.000 until 09:22:07.000 pump was cut open to perform visual inspection and found corroded motor home switch. Customer alleged for pump error 130 and 43 alarm was confirmed in the pump history due to corroded motor home switch. Pump error 53 alarm found in the pump history, problem isolated to the electronic assembly. Unable to verify customer alleged for high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 23.8 mmol/l at the time of the event. Customer received a pump error 130-''this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement", a pump error 53-¿¿software error detected¿¿ and pump error 43 ''an error in the motor was detected by reading unexpected value from hall sensor''. Troubleshooting was performed. It was unknown that the customer using pump within 48 hours prior to event or not and auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.